Event description:
It was reported by service report that the scale is weighing off by 45 lbs. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Load cell.